Event description:
It was reported that the patient¿s continuous glucose monitoring sensor lost connection to the ilet device, and the ilet display was nonfunctional, preventing sensor pairing; the patient was guided to pair the dexcom sensor to the dexcom mobile application for backup monitoring. Symptoms included no reported adverse health effects. Outcomes included temporary interruption of automated dosing and the need for alternative monitoring. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an inability to complete device pairing due to a nonresponsive ilet screen, with signal loss unresolved on the ilet. It was concluded that the event involved loss of cgm communication with concurrent ilet display malfunction, resulting in a dosing stop warning and use of backup therapy via the dexcom application.